Event description:
User facility medwatch report received that states: during procedure, decision made to attempt to improve flow distal to the stent by advancing a mini trek rx 2.0 mm x 15 mm angioplasty balloon into the distal lad at the distal end of the stent. Following a balloon inflation, a small localized arterial leak developed. Balloon catheter removed. Jostent would not deploy the covered stent from its balloon at a pressure of 8 atmospheres. Jostent removed. No reflow beyond the mid lad stents. Arterial leak stopped spontaneously, possibly facilitated by temporary positioning of jostent as noted above. No adverse hemodynamic effects. Unsuccessful pci with ptca and des mid lad predilation. Stenosis 100% cto, post 0% with no flow distally. Temporary distal lad perforation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: torque wire. Stent: xience nano, prime ll. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The mini trek, is being filed under a separate manufacturing report number.